Event description:
The distributor became aware on august 25, 1994 of an incident that occurred involving a glidewire while performing an arteriogram. Access was gained with an entry needle via the left femoral artery. The glidewire was advanced through the entry needle. Much resistance was encountereeeed at the abdominal stenosis during glidewire advancement attempts. When the glidewire was removed it was noted coating had sheared from the distal tip but remained attached to the core wire. The procedure was aborted at that time due to the pt's arterial disease and a procedure utilizing a different approach has been rescheduled.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.